Event description:
It was reported that a hydrothermal ablation procedure was performed in 2003, during which a fluid loss alarm caused the procedure to be halted. It was reported that the doctor checked for a leak, then restarted the procedure and there was an immediate second loss of fluid alarm. Subsequently, the procedure was aborted. The doctor reported that the sheath was not in the proper position, therefore hot solution drained through the vagina. The doctor reported that she felt the procedure was successful, even though not completed. During follow up, the doctor reported that she saw a second degree burn on the vaginal introitus after the procedure. At the 48 hour follow up, she reported a first degree burn down the perineum and into the cleft between the buttocks. She reported treating the burns with therazine cream twice a day, a topical anesthetic gel p.r.n. And percocet. The doctor consulted with a specialist who reported that the problem was a cramp in the doctor's hand, which resulted in the scope coming partially out, which resulted in a leak. The specialist reported that the doctor had been using a graves speculum and had removed the additional tenaculum to adjust the scope, but did not replace it. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. The co is unable to determine if the device met its specifications. The co believes user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.